Manufacturer narrative:
Device analysis: 1 syringe of 1.0ml with 0.2ml of gel remaining received in an opened tray with cap and with one needle attached. No defect observed.

Event description:
Healthcare professional reported a syringe of juvéderm¿ voluma¿ with lidocaine ¿burst when [they were] performing the procedure¿ on the patient. Confirmed patient contact was made, ¿but without intercurrence.¿ no injuries reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported a syringe of juvéderm¿ voluma¿ with lidocaine ¿burst when [they were] performing the procedure¿ on the patient. Confirmed patient contact was made, ¿but without intercurrence.¿ no injuries reported.

Event description:
Healthcare professional reported a syringe of juvéderm¿ voluma¿ with lidocaine ¿burst when [they were] performing the procedure¿ on the patient. Confirmed patient contact was made, ¿but without intercurrence.¿ no injuries reported.